Manufacturer narrative:
The dentist refused to provide the patient's weight during the visit on (B)(6) 2020.

Event description:
On (B)(6) 2020, nakanishi visited the dentist and obtained the following details about the event, including information about the patient. At the time of the event, the dentist was performing a third molar extraction. Immediately after finding the burn injury, the dentist disinfected the burned area and applied ointment to the injury.

Manufacturer narrative:
Nakanishi did not receive detailed information on the event, including information about the patient. Nakanishi is scheduled to visit the dentist to obtain the information. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial no. (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi set a test bur in the handpiece, connected the handpiece to the motor and tried to rotate the motor. However, the handpiece was locked, and the motor did not rotate at all. Therefore, nakanishi was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following phenomena: the ball bearing on the rear side of the cartridge was broken. There was debris on the other parts. Nakanishi took photographs of all of the disassembled parts and kept them in investigation report (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation due to the broken ball bearing. Nakanishi considers the possibility from many years of experience that the cause of the broken ball bearing was the ingress of undesirable materials into the bearing. A lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi will report the above evaluation results to the dentist, and remind the dentist of the importance of maintenance, as instructed in the operation manual.

Event description:
On december 18, 2019, nakanishi received a phone call from a dealer about an nsk handpiece overheating. The information nakanishi obtained from the communication is as follows: the event occurred on (B)(6) 2019. A dentist was cutting the patient's jawbone using the z95l handpiece (serial no. (B)(4)). During the procedure, the handpiece head overheated and burned the mucosa of the patient's left cheek.